Event description:
It was reported that during an unknown procedure the device misfired. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Additional followup: the sales representative spoke with the surgeon: dr. (B)(6) loaded the gun with a white reload, and on the first firing, the firing trigger would not release. They were able to manually pull the firing trigger back to release it and then they were able to open the jaws with the release button. When the jaws released from the vessel they were stapling across, they noticed that none of the staples deployed. The vessel was transected without staples, and bleeding was observed, whereby they had to clip both the proximal and distal end of the vessel to control the bleeding. The patient suffered no adverse event as a result of this issue, and was subsequently discharged from the hospital. The analysis results found that the ats45 device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties. The staple line was complete. The cut line was complete and the staples were noted to have the proper b-formed shape. Event described could not be confirmed as the device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.